Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. Upon visual inspection the insulin pump had flattened and creased button dome switches on all the buttons. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to no button response. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose level was 499 mg/dl at the time of the incident. The customer was hospitalized for diabetic ketoacidosis. The customer was not sure if the pump was feeding right due to buttons sticking. The insulin pump will be returned for analysis.